Event description:
During an endoscopic retrograde biliary drainage (erbd) procedure, the physician selected a cook endoscopy oasis one action stent introduction system. The stent and introduction system were advanced into position within the pt. When the physician attempted to remove the guiding catheter of the introduction system from the stent to facilitate deployment, difficulty was experienced. The physician believes the guiding catheter became caught on the pushing catheter of the introduction system. In an attempt to remove the stent introduction system from the stent, the stent removed out of position and became free inside the gastrointestinal tract of the pt. The stent was removed from the pt with a snare. Another stent was used to finish the procedure. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Cook (B) (4) supplies the stent introduction system for cook endoscopy as the approved supplier. Eval: the product said to be involved was returned to the approved stent introduction system supplier (cook (B) (4)) for eval. The report could not be confirmed. The stent, positioning sleeve, outer pushing catheter and the guiding catheter were included in the return and evaluated by the approved supplier. Several kinks were noted in the guiding catheter and the pushing catheter. Despite the presence of these kinks, the guiding catheter moves freely in an out of the pushing catheter. The stent, guiding catheter and pushing catheter were measured and confirmed to be within the appropriate specification. The stent was examined and was noted to be damaged in two areas. The damaged area suggests this occurred during removal of the stent from the pt after the reported difficulty was encountered. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended during the laboratory analysis and met the appropriate specification. A discrepancy or anomaly that could have contributed to the reported observation was not observed during the laboratory analysis of the returned product. If excessive pressure is applied to the introduction system, perhaps during removal of the guiding catheter from the stent to facilitate deployment, this can contribute to kinks in the stent introduction system. The instructions for use direct the user to visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, the user is instructed not to use the product. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the approved supplier has been informed of this reported occurrence in an effort to heighten awareness. No further action warranted at this time because the report could not be verified; the product met the applicable specification and functioned properly. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.